Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has on several occasions observed leakage in the connection between the head set and the tubing. He has had elevated blood glucose levels every time. The highest was 23 mmol/l. No adverse event reported. A request was made for the return of the device.